Event description:
Chronic infection extraction site. A physician reported a patient with a chronic infection at the site of extraction packed with gelfoam sterile sponge. M.d. Indicated that there may be a possibility of osteomyelitis. No other information was provided on initial contact. Follow up was received by the physician. Patient developed a postoperative jaw infection following the removal of wisdom teeth. The surgical site was packed with one packet of gelform and sutured. On an unspecified date, matter was removed from the surgical site which was thought to be related to particles of gelform that may have not have resorbed properly and caused the chronic infection that developed into osteomyelitis. The patient was treated with cephalosporin and metronidazole for 6 week courses and was reported to be completely recovered. No further information was received. This is a report of chronic infection however, no culture results are given. The age and any preexisting medical condition of this patient are also not known. There is not indication of the presence of metal fragments. Gelfoam packaged in glass containers is currently subject to recall for the potential of metal fragments becoming dislodged from the lid. Sterility of the contents has not been questioned. This is a clinical event which cannot be further assessed because information is insufficient.